Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure owing to the patient experiencing halos and glare. There was no incision enlargement and no vitrectomy performed. There were no patient complications reported. No further information has been provided.

Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under 12x microscope magnification. The lens was received torn, most probably related to explant process. Visual inspection revealed lens optic was damaged and scratches were present. Lens can be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the presence of a diffractive ring pattern on lens optic. Due to the damaged condition of the lens, no further investigation was possible. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): explant of an intraocular lens.all pertinent information available to abbott medical optics has been submitted. Placeholder.